Event description:
It was reported that the patient presented to the clinic and the right ventricular lead exhibited increased thresholds. The patient had been known to manipulate, or twiddle, the lead. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.